Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead was checked visually, electrically, and mechanically. The visual inspection showed deformations of the lead body about 26 cm distal of the is-1 connector pin, as well as of the outer conductor helix, which are with high probability the result of a tight ligature. In addition, cuts could be detected in the insulation, which are probably a result of the explantation process. The analysis did not show any deviations that could be related to the clinical complaint. In particular, the measurement values of the electrical and mechanical analysis were within specifications. There were no indications of a material defect or manufacturing error.

Event description:
Ous MDR - it has been reported that about 3 months after implantation, a rise in the stimulation threshold and impedance was observed. The lead was explanted and returned for analysis. No deterioration of the patient's health was reported.